Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error twice, followed by a button error alarm. The customer stated that she changed the battery after the device alerted low battery, and after the button error alarm occurred, she noted that the number were increasing when she tried to input the carbohydrates value. She stated that the keypad was no longer responding when she tried to program a bolus. The blood glucose reading was 265 mg/dl at the time of the motor error alarm. She stated that she was aware why her blood glucose levels were high. The blood glucose reading was 256 mg/dl during the keypad anomaly. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. The insulin pump received with normal operating currents. The insulin pump monitored for several days and no low battery alert alarms occurred during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. The motor passed motor test. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.